Event description:
Boston scientific received information that this lead was successfully implanted. Post implant, the lead dislodged. A revision procedure was performed. This lead was successfully repositioned. There was concern that the suture sleeve had not appropriately tightened. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.